Event description:
Customer reported the system is losing images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed old pt files. System operates as intended.